Event description:
It was reported that it was impossible to connect the right ventricular (rv) lead into the device with the correct impedance value. The device was not used. The status of the lead is unknown. No patient complications have been reported as a result of this event.